Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Only the proximal segment of the lead was returned, totaling 396 millimeters (mm). Dried blood/body fluid was noted in the lead lumen. The conductor coils were stretched and deformed 280 - 294 mm from the terminal pin. This most likely occurred during the removal of the suture sleeve. Electro-cautery was noted to have melted the insulation at 287 mm from the terminal pin. The portion of the lead that was returned was found to be electrically continuous, however, we can not rule out a lead fracture as we were unable to perform testing on the entire lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high, out of range pacing impedances. A lead revision procedure was performed where it was discovered via fluoroscopy that the lead had fractured. The lead was explanted and replaced with another boston scientific lead. There were no additional adverse patient effects. The lead is to be returned for analysis.